Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10

Event description:
It was reported that 25 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following was translated from german to english: needles do not deliver the set amount of insulin. Customer needs 2-3 pieces for the complete delivery. Please send 1 x 105 as a free replacement (according to the reporter from the pharmacy, the customer had already reported the problem to us directly, but it was probably not recorded?)

Event description:
It was reported that 25 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. The following was translated from german to english: needles do not deliver the set amount of insulin. Customer needs 2-3 pieces for the complete delivery. Please send 1 x 105 as a free replacement (according to the reporter from the pharmacy, the customer had already reported the problem to us directly, but it was probably not recorded?)

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.